Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a distal radius fracture procedure on (B)(6) 2013, the hole was penetrated. After repositioning and implanting the va lcp 2 column distal radius plate, the surgeon chose variable angle (va) mode in a positioning hole. After drilling, he inserted and locked the screw in each hole. It was noted that the va locking screw in the distal most ulna hole was penetrated. Reportedly the surgeon used torque limiter 0.8nm in lock. No further information was provided. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. The DHR was reviewed with no complaint related anomalies noted.